Manufacturer narrative:
"Xen glaucoma implant with mitomycin c 1-year follow-up: result and complications: one eye experienced implant extrusion that required repositioning and conjunctival sutures", galal, a., bilgic, a., eltanamly, r., osman, a. Journal of ophthalmology, (volume 2017, article ID 5457246, 5 pages). The event of "one eye experienced implant extrusion that required repositioning and conjunctival sutures" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Device labeling: the following may occur in conjunction with the use of the xen gel implant: gel implant migration, gel implant exposure or extrusion, gel implant blockage, choroidal effusion or hemorrhage, hypotony maculopathy, bleb related complications, or endophthalmitis and other known complications of intraocular surgery (e.g., flat or shallow chamber, hyphema, corneal edema, macular edema, retinal detachment, vitreous hemorrhage, uveitis).

Event description:
In the article "xen glaucoma implant with mitomycin c 1-year follow-up: result and complications." Journal of ophthalmology, (volume 2017, article ID 5457246, 5 pages), the author noted the event of "one eye experienced implant extrusion that required repositioning and conjunctival sutures."